Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-06956. It was reported the patient never experienced effective therapy with the competitor¿s leads. Reprogramming attempts were unsuccessful. To address the issue, the physician explanted and replaced the patient¿s leads and adapters with a new model.